Event description:
A healthcare professional reported that on (B)(6) 2023 a 52-year-old female patient underwent implant placement on tooth number 30. Per the report the implant lost osseointegration three years after implant placement, it was stated that the patient reported pain on (B)(6) 2026, the implant was removed that same day. The patient's bone quality was reported as type ii with good oral hygiene. Per the report a bone graft procedure was performed but no permanent injury occurred. It is unknown whether the implant was replaced. Event was reported to the dental office located in (B)(6), texas.

Manufacturer narrative:
The patient's ethnicity/race was reported as hispanic by the healthcare professional. The device was not returned for analysis. The probable root cause of the event has not been identified. Should the device be returned, an investigation will be conducted, and a supplemental report will be submitted with the conclusion. Manufacturer internal reference number: (B)(4). .